Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2a drawer 3-2 failed. A field service engineer (fse) found connection to be fully seated but still was not functioning during the initial inspection. Fse reseated connection to ensure proper contact. Then fse replaced the drawer assembly, removed and inserted the cubbies into the new drawer, and configured and tested it in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 experienced a failure and required maintenance. The station was rebooted and recovery storage was performed; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.